Event description:
It was reported that the anesthesia workstation generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site and it was found that the inspiratory pressure transducer pcb's was faulty. It was replaced and returned for investigation. The evaluation of the received device logs confirmed the reported technical error code and also that the pressure transducer test failed in system checkout. Investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb reproduced the reported failure. The system checkout failed the pressure transducer test due to the measured zero pressure offset for the inspiratory pressure transducer pcb had drifted and exceeded the allowed limit (± 300 mv from factory default). Performed investigations have found that the cause of this failure is the pressure sensor on the pressure transducer pcb. The pressure sensor bond(s) inside the pressure sensor have been found broken (detached) due to corrosion most probable caused by contamination by cleaning detergent. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the pressure transducer test failed due to a broken pressure sensor on the inspiratory pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).